Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred the evening prior to contacting lfs. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported taking her "usual daily dose of diabetic pills" on the day of the alleged issue. The patient reported since the start of the alleged issue she had symptoms of "cold hands, nausea and sweaty." The patient denied receiving any treatment due to the alleged symptoms. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the patient pressed the power button, the meter did not turn on. When a new test strip was inserted, the meter did not turn on. The cca determined the meter battery did not need to be replaced. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.